Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. It was noted that the packaging itself did not show any damages. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was kinked approximately 98.0 cm from the hub. There was no functional allegations for the returned benchmark. Therefore, the benchmark was not functionally tested. Conclusions: evaluation of the returned benchmark confirmed that the catheter was kinked. If the device is forcefully retracted out of its packaging tube at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.